Event description:
It was reported that the patient had a break in aseptic technique further described as the patient touching the entry of the catheter during peritoneal dialysis (pd) therapy while using unknown baxter pd disposables, which caused peritonitis manifested by cloudy peritoneal effluent and abdominal pain. The patient went to the emergency room for three hours for this event. The patient was treated with unspecified antibiotics (dose, route and frequency not reported). At the time of this report, the patient was recovering from peritonitis. The patient was still on antibiotics for another week. The patient was retrained on the proper aseptic techniques. No additional information is available.

Manufacturer narrative:
(B)(4). This report is for use error - breach in aseptic technique, where the patient touched the entry of the catheter . The instructions listed in the patient at home guide for the homechoice device advises to follow aseptic technique taught by your dialysis center when handling lines and solution bags to reduce the possibility of infection. It instructs the user to use aseptic technique to reduce chance of infection, this includes whenever the patient is connecting themselves to the cycler, disconnecting, or any time they handle fluid lines and solution bags. Several sections instruct patients to put on a face mask and wash and dry/disinfect their hands thoroughly. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.